Event description:
The customer reported that the sys had a loss of the live image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video cable connection was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.